Event description:
The reporter did back to back blood glucose tests with results of 293, 219, 152, and 222 mg/dl. Tests were done within ten minutes and different fingersticks were used. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8